Event description:
Staff were monitoring and assisting resident in her power wheel chair. During the assist the power wheelchair wouldn't stop and it caused a skin tear on her left anterior lower extremity. Wheelchair was immediately pulled out of service. This resulted in a injury to the left leg and resident was sent to the hospital. There is not a permanent injury to the leg, just a scar after the wound healing is complete. Resident has since returned and continues to use a manual wheelchair with staff assist, as needed. The wheelchair vendor was contacted the same day and they determined that the part was needed for the drive shift. The family has decided not to repair the chair but utilize a manual wheel chair instead. FDA safety report ID # (B)(4).